Event description:
It was reported that during a procedure for a lesion in a forearm av access graft, the stent graft deployed less than 1/4 of the way out of the sheath once at the intended site. The doctor was unable to completely deploy the device. The path was not tortuous nor was there any calcification. The doctor did not have any difficulty advancing the device to the intended site and only met resistance as he was trying to deploy the device. A 9f sheath and a 0.035 guide wire were used for the procedure. The guide wire was left in place, but the rest of the system was removed. The procedure was completed with another stent graft without any difficulty. No injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for evaluation. The safety clip was missing. The tuohy borst adapter and 2-way stop cock were closed. The distance from the tuohy borst adapter to the pin vise handle was 135mm. There was a kink in the outer sheath at the catheter reinforcement. The stent graft had been partially released for 10mm. Flushing test was performed successfully, at both, the pin vise handle (rear) and the 2-way stop cock (top). The outer sheath was elongated and twisted at the catheter reinforcement. The inner catheter protruded 20mm from the tip of the outer sheath. During functional testing, the stent could be released. The complaint is unconfirmed. Functional testing was performed and the stent graft could be released. Based on the information provided and the evaluation of the sample, the complaint cannot be reproduced. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety adn effectiveness of this device for use in the vascular system has not been established.